Event description:
Just after a (B)(4) flushing valve was implanted, the patient kept on complaining of (low cerebrospinal pressure) dizziness and headache during the 6 week hospitalization. This problem continued after discharge from the hospital. The patient fell down and hit the head at home on (B)(6) 2014. One hour later, the patient had a "consciousness" disorder and was "ambulanced." Symptoms: the patient's cerebral ventricle had subdural hygroma at both sides; intercurrented acute subdural hematoma right side. The patient was rescued by urgent craniotomy, the patient was continuing the state of slit like ventricle, so flushing valve was ligated on (B)(6) 2014. The patient had hydrocephalus on (B)(6) 2014 again. The doctor changed it to other company's product from (B)(4), and low cerebrospinal pressure was cured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.